Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The information received suggests that the device separated at the y connector while on patient. From the reported information there are no indications of serious injury to the patient or user as a result of this incident